Event description:
It was reported that during implant of the left ventricular lead, a stylet could not be removed from the leads body. It was noted that lead positioning had been difficult due to the patients anatomy. The physician opted to cut the cut a portion of the stylet off and implant the lead.

Manufacturer narrative:
(B)(4).